Event description:
It was reported that the patient's pump went into a safe state, the patient went into withdrawal, and the pump was subsequently explanted and replaced. The patient went to the healthcare provider's (hcp) office between refills and was in withdrawal. The patient was extremely agitated, and had underdose symptoms of altered mental status, pain and sweating (diaphoresis). The hcp found the pump to be in a safe state, which occurred on (B)(6) 2012. The hcp reset the pump on (B)(6) 2012 and shortly after that same day, it reverted back to safe state. It was noted that when the hcp tried to program pump out of a safe state, pump started alarming. The patient was scheduled for a pump replacement that afternoon. Following the replacement, the hcp was starting the patient at a lower dose and titrating up to a therapeutic dose. The patient was doing fine after the replacement and "recovered without sequelae." The medications in the pump were bupivacaine, baclofen and morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l64338, implanted: (B)(6) 1999. Product type: catheter. (B)(4). Final analysis of the pump found a pump motor feed thru anomaly, and pump motor gear train anomaly, with corrosion, wear and lubrication.